Event description:
During a stereotaxis procedure, ischemic left ventricle (lv) was mapped with orion via transseptal access. Retrograde femoral access was unavailable due to peripheral vascular disease. The patient also had a boston scientific implantable defibrillator. The lv was mapped successfully with an orion catheter and radiofrequency (rf) therapy was delivered. The procedure also involved a woven diagnostic catheter. An impella was also used during the procedure. Near the end of the procedure, the anesthesiologist observed a drop in aortic (ao) pressure. Pulseless electrical activity (pea) was observed. The patient was stabilized in electrophysiology (ep) lab, was transferred to the intensive care unit (ICU) and expired shortly after leaving the ep lab. It was unknown whether an autopsy was performed. The suspected cause of death was infarcted bowel. No boston scientific devices were identified as causing this patient's death. It was unknown if the procedure itself was a precipitating factor.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.